Manufacturer narrative:
The reported events of no capture, no sensing, and high lead impedance were not confirmed. As received, a complete lead was returned in one piece. Analysis of the lead did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the implant procedure, high impedance, loss of sensing, and loss of capture were observed from the left ventricular (lv) lead . The physician attempted to reposition the lv lead without success and elected to implant a new lead. The patient was stable with no adverse consequences.